Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular lead exhibited high voltage lead impedance. No programming changes were performed. The patient was in stable condition.

Event description:
New information received indicated that the right ventricular lead continued to exhibit high voltage lead impedance. No additional information was reported.